Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the physician palpated the valve prior to implant and decided that it was not working properly. The cause of the issue was unknown.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. Therefore the conditions of this complaint could not be duplicated by laboratory personnel. Valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device did not work during the procedure. The device was replaced and there was no injury to the patient.